Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis the reported blood glucose reading was 459 mg/dl. Troubleshooting was performed and the insulin pump passed the leadscrew test. The customer also stated she had not changed the infusion set when she experienced high blood glucose levels. In addition, it was stated that the insulin pump was having intermittent button response.